Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and rec'd a result of 171 mg/dl. The normal control range is 95-131 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips were sent to the customer.